Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, cerebral spiral procedure was performed by the customer when the issue occurred, and customer cancelled the case. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to produce an x-ray. Review of the system log file showed the issue with generator. Upon troubleshooting, fse found that the generator's ips was failing to deliver the necessary 24v dc output to the xcs. To resolve the issue, fse replaced ips (internal power supply) in the a plane generator. The defective ips certeray r5 was returned to philips for analysis and the 24v power supply has been identified as having an electrical defect. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.